Event description:
It was reported that the patient presented in the emergency room (ER) due to discomfort felt from inappropriate shocks. It was noted that the right ventricular (rv) lead had no capture and was over-sensing noise and far p-waves. A chest x-ray confirmed the rv lead was dislodged. The rv lead was successfully repositioned on (B)(6) 2023, and the patient was in stable condition.

Manufacturer narrative:
Corrected data: b5 updated to show the patient felt discomfort.

Event description:
It was reported that the patient presented in the emergency room (ER) due to inappropriate shocks. It was noted that the right ventricular (rv) lead had no capture and was over-sensing noise and far p-waves. A chest x-ray confirmed the rv lead was dislodged. /tolerate shocks well? /the rv lead was successfully repositioned on (B)(6) 2023, and the patient was in stable condition.